Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving fentanyl (400 mcg/ml at 240mcg/day) via an implantable infusion pump. It was reported that the patient was scheduled for a routine pump replacement. During the pre op consult, it was discovered that there was no flow from the catheter. Both the pump and the catheter needed to be replaced. Explanted catheter was discarded of.